Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had no delivery alarm. Customer¿s blood glucose level was 4.9 mmol/l. Customer states they have tried all remedies. Customer declined to continue troubleshooting. Customer advised the pump will need to be replaced and revert to a back-up plan. The insulin pump will not be returned for analysis.